Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 2.25 x 20mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts, the device failed to cross the lesion due to calcification and the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.